Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. Device evaluation- lens was returned dry, in lens case. Visual inspection found a haptic torn, clear dry residue on lens, and a haptic piece missing. Work order search: no similar complaint were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon was inserting an aa4203tl silicone single piece lens, 15.0se/+3.5 diopter, and the lens tore. There was patient contact but no injury. The lens was explanted and a different lens was implanted. The reporter stated that the cause of the event was unknown.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).